Event description:
It was reported that the patient's ipg is approaching end of life and one of the patient's lead extensions had high impedance. It is unknown if the device had depleted prematurely. As a result, the patient underwent surgical intervention during which the ipg and lead extension were explanted and replaced. During the procedure, it was noted that the lead extension was kinked. Effective therapy was established post-operatively. It is unknown which lead extension had the high impedance.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as the device had met expected device longevity.